Event description:
It was reported that a pt underwent a mastectomy procedure in 2009. The reservoir was placed into use after the procedure. The reservoir did not function properly upon the first activation. The lock of the reservoir was too loose. The surgeon exchanged the device for another reservoir with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.